Event description:
The complaint was reported as: water leaked from the connection of return tuber. It was found during patient use. No report of patient injury.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The customer complaint was not confirmed based on the visual inspection performed on the picture received. The manufacturing process was reviewed and no similar issues were found related to the complaint description, it was not possible to duplicate the failure mode in the process to determine the root cause. However, the personnel involved on the manufacturing process were notified about this issue.